Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received software error alarm and motor failed self test alarm. The customer's blood glucose was 7.2 mmol/l at the time of incident. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. No software error or motor pic failed alarms were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.